Event description:
Caller states pt tested greater then 8.0 inr on the coaguchek s system and 5.9 inr on a comparison lab. Pt's dose of coumadin was held pending meter and lab results. No adverse event reported. Requested return of suspect device and replacement was sent.